Event description:
Customer reported the advantage system gave a blood glucose result of "300's" mg/dl at a time when he was symptomatic of hypoglucemia. Customer did not treat based on the advantage result: wife called emt's. Emt meter result 30-45 minutes later was 31 mg/dl, customer treated with IV, transported him to hospital for further treatment/admission. A request was made for the return of the system and a replacement was sent.